Event description:
Customer reported that he was in a car accident because he got a seizure due to high blood glucose. Customer stated that he was taken to the hospital and his blood glucose was over 200 mg/dl. Customer stated that his insulin pump was removed at the hospital and he was treated with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.